Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed system error log found e171. Measured power around 100w to 120w low. Checked good water flow. Tuned rf power to 65w. Monitoring rf output power when firing at different settings during self test and during test fire. Performed power calibration. Measured power at different settings again passed. Error 171 did not get duplicated during repair. After system cooling down for at least 2 hours, measured power and rf output again no change. System now is working fine and meets manufacturer's specs. Based on thorough review of the reported complaint an evaluation conclusion code of cause not established was assigned to this investigation. The console was evaluated and repaired in the field.

Event description:
It was reported that while preparing for the case the console displayed an error message. Due to the error, the case could not be started and the procedure had to be canceled.

Event description:
It was reported that while preparing for the case the console displayed an error message. Due to the error, the case could not be started and the procedure had to be canceled.